Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 5 functional tricuspid regurgitation (tr) and enlarged atrium for a triclip procedure. During the procedure, 2 triclips were implanted successfully. During preparation of third triclip, the gripper was unable to lower. Troubleshooting was performed and was unsuccessful. The procedure was terminated with removal of clip from the anatomy. The tr was reduced to grade 2 post procedure. There was no clinically significant delay or adverse patient effects reported.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue was not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and the returned device analysis, the cause of the reported single gripper actuation issue was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 5 functional tricuspid regurgitation (tr) and enlarged atrium for a triclip procedure. During the procedure, 2 triclips were implanted successfully. During preparation of third triclip, the gripper was unable to lower. Troubleshooting was performed and was unsuccessful. The procedure was terminated with removal of clip from the anatomy. The tr was reduced to grade 2 post procedure. There was no clinically significant delay or adverse patient effects reported.